Event description:
New information indicates that the patient presented with redness and discharge from the pacemaker pocket. The patient was in stable condition.

Manufacturer narrative:
Further information was requested but not received. A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The results of the investigation are inconclusive since the device was not returned for analysis.

Event description:
It was reported that the patient presented with a pocket infection. The physician explanted the entire system, including the implantable cardioverter-defibrillator (ICD), the left ventricular lead, the right atrial lead, the right ventricular lead, and the old capped right ventricular lead. A new leadless pacemaker was implanted. The patient¿s status was not reported.